Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm noted. The insulin pump passed the displacement test. The insulin pump had motor error alarm during basic occlusion test. The insulin pump alarmed prime alarm during prime test due to loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed battery out limit. Customer's blood glucose reading is 129 mg/dl. Customer states the batteries were out longer than the time allowed by the insulin pump. Customer received motor error. Displacement test failed. Advised customer that the insulin pump will be replaced. Nothing further reported.